Event description:
It was stated that there was liquid leakage from the connection part of the tube and the connector. The event occurred during priming. There was no patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation. Two used samples were received for evaluation for the complaint that there was liquid leakage from the connection part of the tube and the connector. As received no damage or anomalies were observed. A leak was observed at the tube luer junction of all the cassettes during the ramp up. The luer tube bond was separated and the tube and bond pocket was inspected. A solvent channel was observed on the tube of both sets. The luers and tubes of both cassettes were observed to meet manufacturing specifications. The complaint of leakage can be confirmed due to the failure mode observed of leakage at luer tube bond. However, root cause analysis is being addressed under a formal CAPA investigation. No additional investigation activities are pending at the complaint level.